Event description:
It was reported, the patient was having ¿everything letting go without warning.¿ the patient stated the tapping sensation was not consistent and they started having issues four days prior to report with ¿letting go¿ or having accidents. It was noted, the patient had an accident the day of report and they were upset. Reportedly, the patient went to their doctor and they said that everything was fine and the system just needed to be tweaked. It was stated, the tapping was in the wrong place and when they move they felt no tapping at all.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v260968, implanted: 2009 (B)(6); product type lead. (B)(4).